Event description:
On (B) (6) 2010, a physician was performing a bilateral breast reconstruction diep using a 2.0 mm flow coupler on an internal mammary vessel. The physician completed the anastomosis of the vessel with the device. The physician reported that probe signal was lost after insetting of the flap. The physician took the flap out and found the coupler and the probe wire had apparently rotated 360 degrees causing venous occlusion. The coupler was unrotated with a small hemostat with return of normal doppler signal and normal venous outflow. On (B) (6) 2010, doppler signal was lost a few hrs post-op. The pt was taken back to the operating room. It was noted that the position of the flap was causing the wire to rotate the coupler causing venous occlusion. The physician left the coupled rings in place and took out the removable probe portion of the device. Pt was discharged 3 days later with no further complications.

Manufacturer narrative:
The coupler ring portion of the device was implanted. The probe portion of the device was removed and was not implanted. The flow coupler device was not returned for eval. According to the device history record, the devices met specification at the time of MFR. A 100% functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the mfg process.